Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer's representative and a healthcare provider (hcp) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient's ins was overdischarged due to noncompliance with charging. The attempts to interrogate the ins were unsuccessful. A device reset was performed but the issue was not resolved. No further complications reported. Additional information was received from the manufacturing representative. It was reported that the overdischarge had not been resolved and they would attempt a device reset next week. Additional information received from a manufacturer's representative on 2018-nov-29. It was reported that the patient didn't want to try charging again and when the representative tried to connect with their charger they couldn't find the battery. The patient wanted to pursue other medical options with the doctor to address their pain and if the options didn't work they would then pursue a battery replacement. No further steps were taken to resolve the overdischarge. No further complications reported.